Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump and catheter were replaced. The pump replacement was due to end of life and the catheter replacement was due to an occlusion. The patient did not experience any symptoms directly related to his device prior to its replacement. The patient's pain was under control with the new device system. The pump was used to deliver morphine.